Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The leak was visually observed from the header of the dialyzer. Estimated blood loss was less than 5 cc's. Patient had no adverse effects and did not require any medical intervention. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.